Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records and images were provided for review. The investigation is confirmed for perforation and inconclusive for detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly detached and perforated. This information was received from one source. One patient was involved with no patient consequence. The 68 year old female patient weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for detachment and patient-interaction problems as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly detached and had an interaction problem with the patient. This information was received from one source. One patient was involved with no patient consequence. The age, weight, and gender of the patient was not provided.